Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.; 54 events were reported for this quarter; 1 device was not available to stryker for evaluation; 53 devices were received for evaluation; 1 device evaluation is in progress; 52 events were confirmed during testing; 41 devices were found to be affected by internal corrosion; 11 devices were found to be affected by had worn components; 52 devices were repaired and returned to the account. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 54 malfunction events in which the device reportedly overheated; 33 events had no patient involvement; no patient impact; 21 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was not confirmed during testing; however: 1 device was found to be affected by a corroded rotor assembly. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 54 </noe> malfunction events in which the device reportedly overheated. 33 events had no patient involvement; no patient impact. 21 events had patient involvement; no patient impact.